Manufacturer narrative:
(B)(4). Date sent: 11/13/2020 d4: batch # u5cc4x device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. Although there is no direct evidence of use error, the instructions for use do contain the following caution: insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2020. Additional information from photo evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from top view with the trocar extended and the anvil attached. Also, the washer can be seen uncut. Based on the photo, the event described cannot be confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Photo was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the surgery, the anvil can't be pulled out . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.